Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed bacteremia. The cardiac resynchronization therapy defibrillator (crt-d) system was removed and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.